Event description:
(B)(4), the following event was reported based on the translation. A patient underwent balloon kyphoplasty procedures at three levels in six days. A total of six vertebral bodies, four thoracic and two lumbar, were treated. The patient experienced pain relief. A subsequent vertebroplasty was scheduled for c5, cervical spine. However, prior to the vertebroplasty, foreign bodies were identified in the cranial segments on both sides of the lungs. In a subsequent CT scan, multiple cement emboli (with a diameter of up to 3mm) were identified in the pulmonary artery. A cement extravasation into venous blood vessels was identified. No further information was reported.

Manufacturer narrative:
(B)(4). Method: follow-up with company representative.